Event description:
On (B)(6) 2022, a patient in the united states underwent a procedure for the placement of the (peg-j) tube. It was reported that patient was diagnosed with aspiration pneumonia on (B)(6) 2022 following a j tube replacement on (B)(6) 2022. Patient was treated with amoxicillin for 11 days. It was reported that there was no indication that the aspiration pneumonia is related to the peg/j tube.

Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.